Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, the patient was seen for regular cleaning with a chief complaint of loose front tooth with drainage. Exam revealed 6mm deep local pocket on the lingual of #25 with drainage and a mobility. Adjacent teeth showed no issues. Patient reports no recent trauma but recent use of orthodontic aligners (day aligners) from outside 3rd party. #25 was drained and rx of antibiotic given. Root canal therapy recommended. Patient returned for root canal therapy which was completed. Use of aligners stopped.